Event description:
Tech alleged that the power cord plug ground resistance reading was out of range during a normal preventive maintenance function. No accident reported.

Manufacturer narrative:
The tech replaced the power cord plug head to resolve the issue.